Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s blood glucose was 87 mg/dl and she was concerned about dropping into the 80s while managing childcare; review of bionic reports indicated frequent pausing of insulin delivery and reduced or missed meal announcements during her first week adapting from prior pump therapies, with no specific device component implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the event details provided insufficient information to attribute a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.